Manufacturer narrative:
(B)(4) (intervention required). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l1-s1-il - pedicle screw type of procedure (revision surgery): l4 osteotomy it was reported that the patient underwent l4 vertebral body replacement surgery. On an unknown date, post-op, the screw broke and also both side rods broke at just under the x10 placed between l3-5. Due to rods breakage, the patient was scheduled for revision surgery for rod replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.